Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc) for evaluation. Sorc checked the subject device and found that the reported phenomenon was duplicated and endoscopic image was not displayed with noise. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, omsc surmised that the reported phenomenon was attributed to the failure of the ccd unit or the electrical circuit board of the video connector, or the system. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the inspection before the use, it was found that the scope communication error e216 occurred on the subject device. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.